Manufacturer narrative:
No further follow up is planned.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a (B)(6) male patient of unknown ethnicity. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (humalog) cartridge, dose between 1 and 8 iu adjusted according to glycemia, unknown frequency, route of administration, indication for use and start date. On an unspecified date, unknown time after beginning insulin lispro therapy via humapen ergo burgundy clear, it was reported that the pen got jammed and was not releasing insulin, since the patient was not receiving insulin, his glycemia started to increase on (B)(6) 2016. Then, on (B)(6) 2016 at night, the patient was hospitalized due to high glycemia and was discharged when the glycemia decreased (unspecified date). On (B)(6) 2016, the patient felt unwell and experienced vomiting, due to that, he was hospitalized again. On (B)(6) 2016, the patient was discharged from the hospital. No information regarding corrective treatments and laboratorial examinations was provided. On an unspecified date the patient recovered from vomiting but the outcome for drug dose omission, high glycemia and felt unwell was not provided. The humapen ergo burgundy clear (lot number 0612a02) was associated with product complaint number (B)(4). At the time of report, on (B)(6) 2016, the insulin lispro therapy was continued. The patient and the relatives of the patient operated the device, but none of them were trained. This device model and the reported device were used for approximately two months. Usage concerns were resolved, the device was not returned. The reporting consumer related the high glycemia to the drug dose omission caused by the problem with device. No other assessment of relatedness was provided. Update 02nov2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 04nov2016: case was unlocked to add the product complaint number in narrative. Update 09nov2016: additional information received on 09nov2016 from global product complaint database updated the lot number from a381045 to 0612a02 for product complaint (B)(4). The product tab for insulin lispro and the narrative were updated. Update 10nov2016: additional information received on 10nov2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.